Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) advised the customer to rerun the calibration after centrifuging the calibrators. The cta advised the customer not to use the 2-point calibrators and sent the customer replacement calibrators. No impact to pt mgmt was reported.